Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device had a resistance to apply pressure and allegedly automatically pop opened making it impossible to sample. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported self activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device had a resistance to apply pressure and allegedly automatically pop opened making it impossible to take a sample. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to be clean. The device was received with both slides in their initial positions. Upon functional testing, the top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to prime fully without any issues. A drop test was performed using a drop test apparatus with the top slide locked in place. After the device was released, the top slide did not self-activate. Therefore, the investigation is unconfirmed for the reported self activation or keying issue as the device did not self activate during the drop test. A definitive root cause for the alleged self-activation or keying issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3, h2. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device had a resistance to apply pressure and allegedly automatically pop opened making it impossible to take a sample. The procedure was completed using another device. There was no reported patient injury.